Event description:
The customer reports the ventilator was connected to a pt. The pt began having seizures and pressure limiting the ventilator. The dr ordered a parlytic. After the drug was given, the ventilator continued to pressure limit. O2 sat remained in the upper 90's. The ventilator was changed out with another ventilator. There was no pt injury. The ventilator is currently operating to specifications.